Manufacturer narrative:
Device history record in review. Samples were not returned by consumer.

Event description:
Consumer stated as she removed a tampon, the tampon came apart and some remained inside her body. When she used a subsequent tampon, the remaining pieces of the previous tampon came out.